Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/24/2014. The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage and pain are surgical/physiological complications and analysis of the device generally does not assist allergen in determining a probably cause of these events. No additional information has been reported to allergan regarding the diagnostic testing, patient data, further event details or confirmation by a medical professional.

Event description:
Patient reported band slipped, experiencing pain in left shoulder. Appointment to re-position; if not possible it will have to be removed. Follow-up findings: band slippage confirmed by facility. Band repositioned and will not be returned.